Manufacturer narrative:
The unit has not been returned for investigation and we are therefore unable to determine the root cause of the unit powering off or the circuit breaker tripping in ac mode. It was reported that there was no harm to the patient. The unit was replaced with a backup during the procedure. Following belmont's request to have the unit returned, the user facility opted to have the biomed at the hospital perform the repair. The unit has not been serviced by belmont since it was shipped to the customer in 2011. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The anesthesia tech at the user facility reported that during a liver transplant, the unit shut down after sitting in standby mode for 2 minutes. The unit was immediately replaced with a backup and the patient was not injured. The user facility's biomed subsequently contacted belmont and reported that the circuit breaker was tripping in ac mode.